Event description:
It was reported that the patient underwent an explant procedure due to unknown reason. Additional information was received that the entire spinal cord stimulation (scs) system was removed, as the physician had to perform an invasive back surgery. No device malfunction was suspected.

Manufacturer narrative:
Exact date unknown, event occurred in october 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) batch: 5116651/5097607.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.